Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a tag was noted at 1 o'clock while lifting the flap on a patient's left eye during a lasik procedure. The surgeon broke the tag using sterile scissors the procedure was completed with no further issues.

Manufacturer narrative:
A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).